Event description:
The customer from greece reported that she performed blood glucose testing with the contour next one meter and obtained readings of 22 mg/dl and 25 mg/dl at 9:21 a.m. And 161 mg/dl at 9:22 a.m. The customer did not experience any symptoms of hypoglycemia, however, she consumed honey as a preventive measure due to low readings. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. An in-house testing was performed using the blood sample with returned meter and in-house contour next test strips from lot # 0lpef05a, which gave a satisfactory performance.